Event description:
Medtronic received information regarding a navigation system being used post-operative to a sacroiliac and thoracolumbar procedure. It was reported that the navigation system shut down without prompt from the user at the conclusion of the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Troubleshooting found that the internal power cable connected had disconnected.

Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the power cable connector was reattached. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.